Manufacturer narrative:
Concomitant medical products: addr01 ipg implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing triggering atrial tachycardia/atrial fibrillation (at/af) episode detection. The ra lead remains in use. No further patient complications have been reported as a result of this event.